Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that at a postoperative follow up visit several weeks after implantation for right foot talonavicular fusion, x-rays showed that there was a breakage in the plate. The patient had been advised to be non weight bearing for 6-8 weeks postoperatively. Fixation was not completely lost and the patient continued to be treated conservatively with no additional surgical intervention. Integra has requested additional clinical info from the reporter.